Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, after the blood parameter monitor (bpm) and patient were stabilized, a venous blood sample was drawn and sent to the laboratory. The perfusionist (ccp) then entered the corrected value from the laboratory to offset the venous saturated venous oxygen (svo2) currently being displayed. When the "?" Button was pressed to return the bpm to the "operate" mode, the bpm displayed an svo2 value of 100% continuously. The device was not changed out, as they continued to use for the case. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical review on (B)(6) 2015: this incident occurred shortly after this bpm unit had new software (1.69) upgrade by (B)(4). During cpb, after the patient had been cooled and the first dose of cardioplegia (cpg) had been administered, a venous blood sample was drawn from the cpb circuit for analysis and the bpm values were stored. The laboratory analyzed value of svo2 was about 75% and that value was entered into the bpm via recall. A svo2 of 75% is an expected and reasonable value during cpb. When the bpm was adjusted to the laboratory analyzed svo2, the ok (green check) button was selected to return the monitor back to operate. When returned to operate, the svo2 was being measured at 100%. This is not an expected svo2 value, as svo2 usually ranges from about 65-85% during cpb. In spite of additional in-vivo calibrations, the bpm svo2 remained at 100% event though this did not agree with the laboratory analyzer. The ccp did admit, that this behavior has not been repeated and the svo2 has worked well and as expected since this incident. The ccp has theorized the user may not had coupled the hematocrit saturation module (h/sat) probe adequately to the cuvette of the circuit. This bpm unit continues to be used. The procedure was completed successfully, without delay and without associated blood loss. There was no harm observed.

Manufacturer narrative:
The reported complaint was not verifiable. No product was returned to the manufacturer for evaluation, as the perfusionist could not recall the serial number of the unit and since this was a one time occurrence, he will not be returning the unit. No additional action will be taken at this time.

Manufacturer narrative:
The ccp stated that the problem did not come back the next time they used the bpm unit. No further issues and the suspect bpm unit will not be returned for evaluation.